Event description:
The manufacturer received information alleging a patient "turned blue" while using a ventilator. No permanent harm or injury occurred. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction had occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator operated as designed.